Event description:
A malfunction alarm, specifically malfunction code 12, was reported. The customer's blood glucose level was 9 mmol/l. Technical support provided assistance by giving information on how to reset the pump, and after resetting, the malfunction code did not recur. Customer was advised to continue using the pump and to call back if the issue arises again, which the customer acknowledged and understood.